Event description:
It was reported that this was a venotomy closure of the common femoral vein with a proglide device using a 6f sheath after an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.